Manufacturer narrative:
(B)(4). The production device history record (DHR) for this intra-aortic balloon ump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that he was unable to duplicate the reported failure, but current fault logs showed fault code #4 and #6 which are related to display and/or controller fault. Per service manual, the problem is considered minor with a solution of replacing the main board and/or display controller board. Please note that the entire display assembly has already been replaced on the fse's last visit despite not being able to duplicate the problem. Prior to the repair, the fse checked out the room this iabp was being used in at the time of the failure and found that the unit was hooked up to a slave monitor with an isolation transformer. The fse was unable to see any problems or contributing factors that could have caused the failure to occur. The fse replaced the display controller printed circuit board (pcb) despite not being able to duplicate the problem. The fse burn tested the iabp for a few hours on the day it was repaired and again the next day for several more hours before concluding the repair was completed. The iabp passed all functional and safety tests per factory specifications and was returned to the customer, cleared for clinical use.

Event description:
The customer reported that the display on the intra-aortic balloon pump (iabp) turned blue and white, while the iabp was in use on a patient. The customer replaced the iabp with another cs300 unit. There was no adverse event reported.